Manufacturer narrative:
Device 48 of 76 e1: complainant country: (B)(6). Name of affiliation: getz bros. Philippines, inc. Based on the available information, this event is deemed to be a reportable malfunction. Batch record review: lot 5b05394 was manufactured on 26/feb/2025, in bodolay line, with a total of (B)(4) market units (mkus). The complaints engineer performed a batch record review on 09/apr/2026, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bill of materials (bom) and all the tooling information documented was also correct, system application product (sap) material identification (ID) 1704768 and manufacturing order (B)(4). Review of the batch record showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancy related to this issue were found within the documentation. The defect reported by the customer could occur during the sub-assembly process performed in the extrusion, lamination & cutting process (elc) manufacturing line. For this reason, a detailed batch record review was performed of the subassembly lot manufactured in this line. The subassembly lot 5b05740, order (B)(4), material 1003411, was manufactured on 03/04/2025 in the extrusion, lamination & cutting process (elc) manufacturing line, with a total of (B)(4) each. The complaints engineer performed a batch record review on 09/apr/2026 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bom and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. The subassembly lot 5c00529, order (B)(4), material 1003411, was manufactured on 03/08/2025 in the elc manufacturing line, with a total of (B)(4) each. The complaints engineer performed a batch record review on 09/apr/2026 and it was confirmed that the applicable procedures were followed, the components for assembly were correct as per bom and the equipment settings were the applicable ones. The batch record review supports that there were no discrepancies related to the issue reported. Photograph, video and/or physical sample evaluation: there were photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Historical complaints review: on 09/apr/2026, complaints engineer ran a query in database in order to verify the complaints reported for the 5b05394 lot for the malfunction ¿foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc)¿ defect and one additional complaint was identified. Historical nonconformance review: on 09/apr/2026, complaints engineer ran a query in database looking for any in process nonconformance / corrective and preventive actions (CAPA) (s) associated to the malfunction ¿foreign matter within product, sterile products (e.g. Metal contamination in dressings, particulates within fluids, gels etc)¿ defect for the lot number 5b05394 and as result, no nonconformance / corrective and preventive actions (CAPA) (s) for this malfunction were generated during the manufacturing process of the referenced lot. Current quality controls: based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm) "sterile packaging inspection for nonconformities - visual attributes": ¿ frequency: every 30 minutes ¿ sample quantity: not less than (nlt) 3 blisters per cavity. ¿ acceptance criteria: accept = 0/ reject = 1 based on the process instruction (pi), the following tests are performed in the manufacturing lines, in order to identify this failure mode in our manufacturing process: test methods (tm) "visual nonconformities - laminated adhesive products": ¿ frequency: first unit and every 30 minutes ¿ sample quantity: 2 samples at each process control point ¿ acceptance criteria: accept = 0/ reject = 1 defect rate analysis (B)(4). In addition, all of the in-process testing on this lot did not find a single defective unit, which confirms that the lot is unlikely to breach an aql of 0.40. To date, it is well within our accepted aql level for this type of failure mode or defect. Conclusion: a review of batch records was completed and showed that all relevant tests required during the manufacturing process and final product release had been fulfilled and met the requirements. No discrepancies related to this issue were found within the documentation. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 9618003.

Event description:
The distributor reported that seventy-six pieces of dressing found with colored dot. The product was not used. Photographs depicting the issue were received from the complainant.